Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead as exhibiting oversensing noise that was causing pacing inhibition. The rv lead was capped and new lead was implanted. The patient was in stable condition.